Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. An interrogation of the implantable pulse generator (ipg) was conducted post mortem and there were diagnostic episodes captured in the device¿s memory, but electrograms (egm) data was only available for the last four ventricular high rate episodes. These episodes appeared to be an agonal rhythm with oversensing of wide-complex, irregular rhythm. One of the episodes collected appeared to have a rapid onset, this episode was of interest since the patient didn't have a history of significant arrhythmia burden.